Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) procedure within the esophagus performed on (B)(6) 2012. According to the complainant, during the procedure, the bands failed to release upon deployment inside the patient. The physician completed the case with another speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being okay.

Manufacturer narrative:
A visual examination found that the strap, tripwire, spool, suture, and ligator head were returned for evaluation. The teeth of the ligator head were found severely damaged and there were six blue bands and one white band on the ligator. The suture has detached from the ligator however; is still attached to the tripwire. Additionally, seven knots were found in the overall length of the suture as intended. The tripwire was found bent in several location along its overall length. Indentations were found in the groove of the spool, which is an indication that an attempt was made to cinch the tripwire. Functionally, the handle was able to be rotated and clicks approximately every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the suture had detached from the ligator head and the tripwire may not have been cinched properly, which would create slack in the wire, and negatively impact the band deployment activities. Based on the evaluation conducted and the details of the complaint, it is probable that failure to deploy the bands was most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) procedure within the esophagus performed on (B)(6) 2012. According to the complainant, during the procedure, the bands failed to release upon deployment inside the patient. The physician completed the case with another speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being okay.

Manufacturer narrative:
The exact patient age is unknown however, it has been reported that the patient is over 18 years old. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed